Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after making a cross-over approach to the lesion in the iliac artery, a powerflex pro balloon catheter (10mm2cm 80) was inflated, but the balloon ruptured at 18 atmospheres (atms). The lesion was described as severely calcified. The device was replaced with a non-cordis device to continue the procedure. There was no patient injury reported. The device was clinically used and will be returned for analysis.

Manufacturer narrative:
As reported, after making a cross-over approach to the lesion in the iliac artery, a 10x20mm 80cm powerflex pro balloon catheter (bc) was inflated, but the balloon ruptured at 18 atmospheres (atms). The lesion was described as severely calcified. The device was replaced with a non-cordis device to continue the procedure. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was in an acute bend. The device did have to pass through a previously placed stent. The balloon did not seem to ¿stick¿ to a stent. The balloon was inflated only once. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The procedure was completed by stenting. The device was not returned for analysis. A device history record (DHR) review of lot 17458057 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst above rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (severely calcified) and procedural/handling factors (inflation above rated burst pressure) most likely contributed to the reported event as calcified/resistant lesions and high inflation pressures can damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is evident. When an acceptable position has been obtained, inflate the balloon to achieve the desired dilatation. Caution: do not exceed the rated burst pressure. Higher pressures may damage the balloon or catheter or overdistend the selected artery. Warning: inflation at a high rate may damage the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.